Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had communication and control panel errors and the system would not pull up or reboot. There was no patient injury or death reported.